Event description:
On 9/22/94 rptr surgically removed hardware including plates from pt's back. These were in place from a prior spinal fusion. X-rays indicate a slippage causing the fused vertebral bodies to move close to each other. When rptr dissected down to the fusion site, the 4 nuts holding the plates to the pedicle screws were found to be loose. All 4 nuts could be turned manually without difficulty. It appeared that this was the cause of the plates slipping. All hardware was removed and bone graft from illiac crest was placed in site.